Manufacturer narrative:
H10 h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The inner and outer enclosures were damaged. The connector on the foot pedal was damaged. The arm labels were damaged. No other visual issues were found. A functional evaluation revealed that the device had delayed pressurization. The piston migration was at 2.6 inches. The device failed the weight test. The reported failure of "broken" was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use the failed weight test's root cause has been associated with a seal failure. A review of records revealed no non-conformances were reported for this part number during the time of manufacture. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. A complaint history review regarding the investigation findings of a failed weight test concluded that this was a repeat issue.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The inner and outer enclosures were damaged. The connector on the foot pedal was damaged. The arm labels were damaged. No other visual issues were found.  A functional evaluation revealed that the device had delayed pressurization. The piston migration was at 2.6 inches. The device failed the weight test. The reported failure of "broken" was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use the failed weight test's root cause has been associated with a seal failure. A review of records revealed no non-conformances were reported for this part number during the time of manufacture. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. A complaint history review regarding the investigation findings of a failed weight test concluded that this was a repeat issue. Internal complaint reference: case-(B)(4).

Event description:
It was reported that the spider fell off the bed and broke when it hit the ground. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. If additional information should become available, a supplemental report will be submitted accordingly.